Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experience rib pain. The patient reported feeling rib pain which the physician suspected was the paddle lead touching a nerve and causing the pain. The patient underwent a lead revision on (B)(6) 2019 in which nothing was explanted or implanted. The patient's pain resolved post surgery. Note: since it is unknown to the manufacturer which lead was causing the issue, both devices are being reported on.